Event description:
It was reported that this right ventricular (rv) lead had exhibited noise. Additional information received indicates that this right ventricular (rv) lead was explanted. A new lead with a different model was successfully implanted. No additional adverse patient effects were reported.